Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had renal dysfunction that existed before left ventricular assist device (lvad) implant. Their creatinine level was 7.89 mg/dl. The patient was admitted due to renal dysfunction die to drug eruption and introduction of peritoneal dialysis and was treated with a surgical procedure. The patient was discharged on (B)(6) 2025.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. No device issues were reported, and the customer reported there was no causal relationship between the device and event as renal dysfunction was pre-existing. The patient remains ongoing on mlp-040414 with no further reported issues at this time. The relevant sections of the device history records for mlp-040414 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. No specific device-related issues were reported; however, the heartmate 3 lvas IFU provides a list of adverse events that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.